Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not reviewed as a serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a mitral valve was explanted after an unknown implant duration due to stenosis. The explanted device was replaced with a 31mm mitral valve. No additional information was provided.

Event description:
Edwards received information a 31mm mitral valve was explanted after an implant duration of nine years, 10 months, due to stenosis. The explanted device was replaced with a 31mm mitral valve. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 2 had a 3mm non-transmural tear near commissure 2. Calcification was evident near the tear. The cloth was observed to be torn around leaflet 2, and exposed the wireform at the inflow aspect.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.